Event description:
It was reported that pt underwent revision total knee arthroplasty in 2005. Subsequently, pt reported to surgeon that "something was loose and sharp" in her left knee. Radiographs noted shift in femoral component. Records indicate pt returned for partial revision procedure in 2007.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomed will forward a copy to FDA.